Event description:
It was reported that the atrial lead showed multiple broken areas. The lead was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead showed multiple broken areas. The lead was explanted. The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. It was further reported that there seemed to be insulation damage to the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached and had a depression, there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the outer insulation was breached and cut and had a cosmetic depression. The analyst also noted that there was blood in/on the helix/lobe mechanism. (B)(4): the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was breached and had a depression, there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the outer insulation was breached and cut and had a cosmetic depression. The analyst also noted that there was blood in/on the helix/lobe mechanism.